Event description:
The endocatch device separated from the ring at the connection point, as the md was removing it. The point of separation was inspected, and there were no missing or broken pieces. All components were accounted for and there was no adverse outcome to the pt. The endocatch was not saved. Diagnosis or reason for use: removal of cystic ovary.